Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that while preparing to disconnect a piggyback bag of anti-nausea medication from a bag of saline, the tubing connected to the bag of saline separated from the drip chamber causing the saline to leak. Although requested, there were no further details or information provided and no report of harm.